Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator (ipg) 2013 -(B)(6); 4092 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that the atrial lead exhibited high threshold and oversensing. It was further reported that the patient experienced syncope. The device was reprogrammed to single chamber rate responsive (vvir). A chest x-ray was ordered to determine lead placement. Follow up to determine the results of the chest x-ray was unsuccessful. The lead remains in use and no further patient complications have been reported as a result of this event.